Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received three (3) photo samples. All photo samples showcase an overview of all silicone foley catheter. Visual: received one (1) used all silicone foley catheter without original packaging. Visual inspection noted a hole in the catheter shaft measuring (0.036") and (0.3980") from the trifurcation. This is out of specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that a 70-year-old woman was placed a foley catheter on (B)(6) at 11.08 a.m. They were discovered leaking urine from the catheter at around 17.00. It was unknown from which part of the catheter the urine leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 70-year-old woman was placed a foley catheter on 24 feb at 11.08 a.m. They were discovered leaking urine from the catheter at around 17.00. It was unknown from which part of the catheter the urine leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 70-year-old woman was placed a foley catheter on 24 feb at 11.08 a.m. They were discovered leaking urine from the catheter at around 17.00. It was unknown from which part of the catheter the urine leaked.